Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, high thresholds, loss of capture, and high/undefined impedance. It was suspected that the rv lead was fractured. The rv lead capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a previous device check noise was noted on the right ventricular (rv) lead in the bipolar configuration. The lead was reprogrammed and remained in use. On a recent remote transmission high and undefined impedance was noted and device interrogation showed high thresholds and an impedance warning had alerted. No capture was noted and possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.